Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent an explant. It was reported that the patient developed an infection following an unrelated procedure performed by a different physician. The implanting physician¿s evaluation confirmed an infection and presence of purulent discharge. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.